Event description:
(B)(6) home health rn reported both of pt's pumps in the home were not working for today's infusion. Home health rn will infuse via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: naglazyme - 25 mg. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown. Diagnosis for use: other mucopolysaccharidoses. Pt: 4582. Device: 1502. Reference report: mw5190607. This report captures: pump, infusion #2.